Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issues. To further reduce mr a second clip (00814u140) was inserted and deployed. However, after deployment, it was noticed that mr had increased by the anterior leaflet. It was then confirmed via echocardiography that the second clip had created a hole in the anterior leaflet. The clip was confirmed to be stable; therefore, no additional clips were implanted. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.